Manufacturer narrative:
A visual inspection was performed on the returned device. Only the barewire and the filtration element were returned. The barewire core was separated 3.3cm proximal to the step. The reported break was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, investigation determined that the reported difficulties were due to circumstances of the procedure. It is likely that interaction with the atherectomy device caused separation the barewire core. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1 correction: adverse event added. H1 correction: updated to serious injury. H6 correction: health effect - impact code 2199 removed; code 4641 added.

Event description:
Per device analysis, the emboshield nav6 returned separated into two pieces along with a snare device. It is still unknown how the separation portion was retrieved. No additional information was provided.

Event description:
It was reported that atherectomy was performed and an embosheld nav6 was noted to break. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.